Manufacturer narrative:
Removed intervention required.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's pump had run out of insulin and the pump did not vibrate to notify the customer. The customer's blood glucose (bg) level was 400 mg/dl. The customer changed the cartridge and a correction bolus via the pump was delivered to address the bg level. Tandem technical support had the customer review the pump history and it showed that a low insulin alert and an empty cartridge alarm had occurred. The customer indicated that there has been no further issues with the pump vibration mode since this event.